Event description:
It has been determined, that the device associated with this complaint is not PMA approved. The record is no longer reportable to the FDA. And will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported left side rupture, recall, capsular contracture baker grade unknown and calcification. Device remains implanted.